Event description:
In 2009, international affiliate was informed by the facility that a colleague triple channel volumetric infusion pump stopped suddenly, after making a noise, during a patient infusion of noradrenaline in 2009. The patient had an interruption in the infusion of noradrenaline, which resulted in hypotension. The hypotension resolved after switching to another pump for the infusion. There was no permanent injury or latter effect to the patient. The baxter sales representative was informed and confirmed with the facility that the interruption in the infusion occurred as a result of the personnel mishandling a reset the manual tube release alarm. One of the channels was open and the nurse reportedly did not know how to handle it. It was reported that she pressed various keys and the outcome was for the channel to display out of service and the pump shut down.

Manufacturer narrative:
Evaluation summary: there was no pump event history. The pump was received by baxter technical services where it was evaluated on 23 jan 2009, and confirmed to be operating within specifications. On 28 jan 2009 the pump was returned back to the hospital.